Event description:
A malfunction was reported with the pump after the customer and pump were in a swimming pool. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective measure, the customer switched to multiple daily injections (mdi) for insulin delivery, and a replacement pump was sent to the customer by technical support. Instructions for putting the old pump into storage mode and returning it were provided, which the caller acknowledged.